Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 (model# m-4800-01 serial# (B)(4)); smartablate generator (model# unknown serial# unknown); smartablate pump (model# unknown serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure a perforation of the left ventricular outflow tract was discovered by echocardiogram. A pericardiocentesis was performed and one liter of fluid was removed. The patient was transferred to the intensive care unit. Additional information was received on the event. Anticoagulation was given to the patient during the procedure. No transseptal puncture was performed. The overall time for ablation at the site of injury was five minutes. The patient did not require hospitalization and fully recovered without arrhythmia. Settings during the event include: power mode 50 watts / irrigation flow setting 30ml. The power was not titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure. The physician's opinion regarding the cause of this adverse event is that this is procedure related caused by ablating at 50 watts for a prolonged period of time in same region.